Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The reported lot number, 08714729842354, did not match a bsc device; therefore, the manufacture date and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) stent partially deployed. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial stent was used in the airway during a bronchoscopy with stent placement procedure. According to the complainant, the stent was to be used to treat a 2cm post-transplant anastomotic stricture. Reportedly, the patient's anatomy was tortuous and was dilated prior to stent placement according to the complainant, during deployment, 1-2 mm of the stent was deployed when the physician was not able to pull the deployment suture. The partially deployed stent was removed from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.